Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a follow up CT scan and a type iii endoleak separation was revealed. When an angiogram was performed there appeared to be an endoleak coming from the right limb of the stent graft. Both limbs were lined with endurant stent grafts. The right was lined with a 16x16x124 limb and the left was lined with a 16x16x82 limb. Both stent grafts were ballooned and an angiogram was performed, which confirmed the endoleak had resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Date of event is unknown.